Manufacturer narrative:
The device was returned to manufacturer for evaluation. A visual examination was performed and missing electrode tip was confirmed. The root cause of the electrode tip detachment was not determined. In addition, a review of the device lot history record was performed and all device specifications were met.

Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc. The fragment resides over the c6/c7 intravertebral disc space. There is no plan to reoperate to remove the detached tip. It was reported there were no complications or injury as a result of this incident.